Event description:
This case was initially received via regulatory authority (B)(6) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') and depression ('depression') in an adult female patient who had essure (batch no. 940968) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("increased volume of periods"), polymenorrhoea ("increased frequency of periods"), dysmenorrhoea ("periods with associated pain before, during and after"), back pain ("lower back pain"), pain in extremity ("leg pain"), fatigue ("severe fatigue"), amnesia ("memory loss"), headache ("headaches"), anaemia ("anemia"), myalgia ("muscle pain in the lower limbs with aches"), gastrointestinal disorder ("intestinal transit disorders"), libido decreased ("decreased libido / non-existing libido"), depression (seriousness criterion disability) and fibromyalgia ("fibromyalgia"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced arthralgia ("joint pain (knees, ankles, wrists, elbows, shoulders)"), paraesthesia ("tingling in the hands"), musculoskeletal stiffness ("stiff neck"), anxiety ("anxiety"), vision blurred ("blurred vision"), disturbance in attention ("difficulty concentrating") and dizziness ("dizziness"). The patient was treated with analgesics and antidepressants. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, pain in extremity, fatigue, amnesia, headache, depression, arthralgia, paraesthesia, anxiety, vision blurred, disturbance in attention and dizziness had not resolved, the menorrhagia was resolving and the polymenorrhoea, anaemia, myalgia, gastrointestinal disorder, libido decreased, fibromyalgia, adenomyosis and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, headache, libido decreased, menorrhagia, musculoskeletal stiffness, myalgia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea and vision blurred with essure. The reporter commented: patient was recognized as disabled worker. She decided to have an allergy test and was thinking about removing the implants. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in (B)(6) 2019: 2 essure implants in place in the tubes. Ultrasound scan - in (B)(6) 2019: 2 essure implants in place in the tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') and depression ('depression') in an adult female patient who had essure (batch no. 940968) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("increased volume of periods"), polymenorrhoea ("increased frequency of periods"), dysmenorrhoea ("periods with associated pain before, during and after"), back pain ("lower back pain"), pain in extremity ("leg pain"), fatigue ("severe fatigue"), amnesia ("memory loss"), headache ("headaches"), anaemia ("anemia"), myalgia ("muscle pain in the lower limbs with aches"), gastrointestinal motility disorder ("intestinal transit disorders"), libido decreased ("decreased libido / non-existing libido"), depression (seriousness criterion disability) and fibromyalgia ("fibromyalgia"). On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced arthralgia ("joint pain (knees, ankles, wrists, elbows, shoulders)"), paraesthesia ("tingling in the hands"), musculoskeletal stiffness ("stiff neck"), anxiety ("anxiety"), vision blurred ("blurred vision"), disturbance in attention ("difficulty concentrating") and dizziness ("dizziness"). The patient was treated with analgesics and antidepressants. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, pain in extremity, fatigue, amnesia, headache, depression, arthralgia, paraesthesia, anxiety, vision blurred, disturbance in attention and dizziness had not resolved, the menorrhagia was resolving and the polymenorrhoea, anaemia, myalgia, gastrointestinal motility disorder, libido decreased, fibromyalgia, adenomyosis and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, anaemia, anxiety, arthralgia, back pain, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal motility disorder, headache, libido decreased, menorrhagia, musculoskeletal stiffness, myalgia, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea and vision blurred with essure. The reporter commented: patient was recognized as disabled worker. She decided to have an allergy test and was thinking about removing the implants. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in (B)(6) 2019: 2 essure implants in place in the tubes. Ultrasound scan - in (B)(6) 2019: 2 essure implants in place in the tubes. Lot number: 940968 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.